Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint alleges "doctor in (B)(6) hospital found the cuff leakage prior to use on patient during test." No patient involvement was reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and a yellowish stain mark was found on the surface of the tracheal cuff. The cuff pressure of the tracheal clear cuff and the bronchial blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the cuff pressure of the blue cuff deflated slowly whereas the clear cuff pressure maintained at 25 mbar. A water leak test was then conducted on the returned complaint device. Air bubbles were observed flowing out from the blue cuff but not from the clear cuff. The area of leakage was then observed under magnification. A small hole was observed on the blue cuff. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint was confirmed. There is 100% leak test conducted at the manufacturing facility whereby cuff leakage would be detected prior to release. During the visual inspection, a yellowish stain mark was found on the tracheal cuff which indicates that the tube been used. The failure could be induced during use; although this could not be confirmed. A conclusion code could not be found as the complaint was confirmed; however, a root cause could not be established.

Event description:
Customer complaint alleges "doctor in (B)(6) found the cuff leakage prior to use on patient during test." No patient involvement was reported.